Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high out of range pacing impedances of greater than 2000 ohms in the right atrium (ra). All other measurements were normal and there was no noise noted on the electrograms (egm). The physician initially suspected a lead fracture. A x-ray was performed, but no lead fracture was noted. The decision was made to replace the associated ra lead. During explant, the ra lead was tested with the pacing system analyzer (psa) and the pacing impedance was around 1700 ohms. The ra lead was then reconnected to this crt-d and the impedance measurement was again greater than 2000 ohms. Technical services discussed a possible root cause for the high out of range pacing impedances. The decision was made to explant and replace the associated ra lead. This crt-d remains in service with the newly implanted ra lead. The root cause for the clinical observations remains undetermined. No additional adverse patient effects were reported.